Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator became disconnected and the disconnect alarm did not sound. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. A service engineer (se) inspected the device and found multiple circuit disconnect alarms in the logs but was unable to duplicate the reported issue. The unit passed all testing and operated within the manufacturing specifications.